Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported flat balloon refold was confirmed via the device as returned, but additional functional testing resulted in normal balloon refold. The reported resistance with the guiding catheter/sheath was confirmed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and return analysis, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was the proximal right coronary artery (rca) with no tortuosity and no calcification, eccentric with 100% stenosis. A 6 french non-abbott guiding catheter was placed and a non-abbott guide wire crossed the lesion. Aspiration of thrombus was performed with a non-abbott aspiration catheter, then a 4.0 x 23 mm multi-link 8 stent was implanted in the lesion. Post-dilatation was performed with the 5.0 x 12 mm nc trek balloon at 18 atmospheres (atm) for three inflations. However, after deflation, the balloon could not be retracted into the guiding catheter. Thus the balloon was inflated at low pressure and then it was deflated. However it still was unable to be retracted into the guiding catheter. The nc trek balloon catheter was attempted to be removed as a single unit with the guiding catheter; however during removal of the balloon catheter, it could not be pulled into the sheath. Therefore the nc trek balloon was pulled with a force and it was able to be removed. It was confirmed that the balloon had not rewrapped properly and its appearance was flat. There was no report of a clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: marker x; guide cath: radiguide 6f il 4.0; sheath: zeons 6f 7cm. The device has been received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.